Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the consumer and a manufacturer representative reported that the device was at elective replacement indicator (eri) status. The battery stopped working with the eri notification. The patient thought their battery would last 4 to 7 years. The patient had been using the device at 24 hours a day at a voltage around 5.5. The battery depletion appeared to be normal based on the reported usage. The battery was replaced and the issue was considered resolved at the time of the report.

Event description:
Additional information clarified that the device quit working in (B)(6) 2015, 4 months after implant, and the cause was unknown to the patient.

Event description:
Further follow up information received from the patient reported the cause of the issue was "apparently" the battery. As a step to resolve the issue a new battery was inserted. The stimulator not working issue was reported as resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the returned neurostimulator model 97702, serial # (B)(4) showed no significant anomalies and showed normal battery depletion (normal end-of-life).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that there was a loss of stimulation and a loss of therapy. She had not felt stimulation in 2 weeks. She was unsure what the patient programmer (pp) was telling her when she would try to connect. The patient did not have the pp at the time of the call for troubleshooting. She was experiencing pain. These symptoms were noted to be gradual with the loss of stimulation and return of pain symptoms occurring in (B)(6) 2015. She had met with a manufacturer representative (rep) on (B)(6) 2015 regarding the stimulator not working. Additional information received from the patient reported that her stimulator stopped working. She had met with 2 reps that were going to help her. The patient was advised to work with her healthcare provider (hcp) to set up an appointment to have the device checked. Additional information received from the rep reported that she had never met with the patient. Additional follow-up was performed to determine what actions were taken to address the event and if it was resolved. Relevant medical history included lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.